Event description:
It was reported that the pt called to state that her vorp had been explanted about a month ago. She is going to have a ci implanted but at this time does not know which manufacturer's device will be implanted. She may end up being bilaterally implanted at some point as well. The hearing in her left (vorp) side had diminished to such an extent that she no longer was receiving any benefit from her vorp. The clinic has been requested for additional information and to inquire as to the current location of the explanted device. The pt seems to think that it has been discarded, but no reply has been received from the clinic yet confirming this.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report. This device has been manufactured by symphonix corporation. Vibrant med-el took over the assets from symphonix corporation in 2003.